Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. During compounding with an unknown drug product, a leak was observed where the spike port was fused to the bag. There was no patient involvement. No further information was provided.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a drop of liquid was observed in the port area; however; however, no defect could be identified. The source of the liquid/solution dropping off cannot be determined. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.